Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the suggested event was likely due to front panel failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the high flow insufflation unit exhibited a part of the indicator light on the front panel, that did not light up. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.